Event description:
As reported by the field clinical specialist (fcs), after 7 years, 2 months, 1 day post-implant of a 26 mm sapien 3 valve in the aortic position, the valve required intervention due to stenosis and central regurgitation and a valve in valve was being planned. The patient presented with increased shortness of breath.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaints for valve stenosis and valve central regurgitation were confirmed through provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. As reported, "after 7 years, 2 months, 1 day post-implant of a 26 mm sapien 3 valve in the aortic position, the valve required intervention due to stenosis and central regurgitation and a valve in valve was being planned". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical report, patient had diabetes mellitus (dm type 2). Diabetes is a known factor that may increase the risk of leaflet calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (diabetes) may have contributed to the valve stenosis. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had stenosis, which could prevent valve leaflets from proper coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the central regurgitation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.